Manufacturer narrative:
Philips received a complaint on the intellivue multi measurement server x2 indicating ¿equipment displays a speaker malfunction inop error message.¿ it is unknown if the device was in use at the time of the event. No adverse event occurred. A good faith effort (gfe) conducted for additional information was not successful. It is unknown if the device as in standalone mode or had sound. A philips response service engineer (rse) spoke to the customer and confirmed the speaker problem. The rse determined the speaker assembly needed to be replaced. The customer ordered a replacement speaker to resolve the issue. The customer was provided a replacement speaker to resolve the issue based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. H3 other text : device not returned.

Event description:
It was reported the intellivue x2 displays a speaker malfunction inop error message. A loss of audio cannot be ruled out based on information currently available. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).